Event description:
Technical services received a call on 7/29/11. Representative was in a case where the physician was not getting this lv lead delivered where he wanted it. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).